Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to tyco healthcare/kendall that a customer had a problem with a heparin prefill syringe. The customer reports spoke with mother in 2008 regarding tyco/kendall heparin 100 units/ml flush pfs recall. Pt had affected lots in home. Mother reports stomach ache, nausea, vomiting, dizziness, shortness of breath off and on for previous 3 weeks including high fever, pallor, fatigue x1 week after each IV infusion and subsequent final flush of implanted port with heparin. Mother also reports several doses a week prior to original date port site has bled more than usual. Has missed several days of school in previous 3 weeks and reports episodes of vomiting at school as well. Mother and school employees reporting pt not himself. Pt seen by pediatrician possible week of that day or a week earlier. Mother unsure who determined pt had a viral infection; no antibiotics given. Replaced withy bd brand heparin pfs flush. On original date seen by pediatrician for eval of port, a cath infection blood culture drawn. Heparin drawn off port as may have been affected lot placed in port. No antibiotics given. F/u with mom on next day, mom reports infusion done on original date after pediatrician visit used bd brand replacement heparin with no complaints of above symptoms.